Event description:
It was reported that a malfunction alarm occurred with a display of malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which is within the normal range. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any issues reappeared and understood the guidance provided.